Manufacturer narrative:
Concomitant medical products: addrs1 ipg, implanted: (B)(6) 2010.

Event description:
It was reported there was a possible lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned; however, analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.